Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm fusiform abdominal aortic aneurysm as part of a clinical study approximately 6 weeks ago. The right iliac artery was severely tortuous and left iliac artery was moderately tortuous. It was reported that the patient had a fem-fem bypass during the index procedure. A type iii junctional endoleak was noted post implant; however, no further treatment has occurred (ref MFR # 2953200-2011-00823). No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Other - lack of information (unknown cause of endoleak). Conclusion: other - lack of information (unknown cause of endoleak).